Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of guide catheter detached or separated. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was separated. A microscope inspection did not identity a problem with the suture. During functional testing, the stent was able to be separated from the suture without any problem. No other problems with the device were noted. Device evaluation could not confirm the reported event of suture deployment issue. Considering all available information, device evaluation did not identify a problem with the suture and the stent was able to be separated from the suture without any issue through functional testing, the most probable cause is no problem detected related to the reported event of suture deployment issue. The condition identified through device evaluation of the guide catheter being separated, most probably cause is adverse event related to procedure since this could have been caused during the retraction of this component during the procedure.

Event description:
It was reported to boston scientific that a flexima biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure in the common bile duct, performed on (B)(6) 2023. During the procedure, after the guide catheter was removed, the suture did not release. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached or separated, therefore this event has been deemed an MDR reportable event.